Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged there was an occlusion issue with an unspecified high blood glucose. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: during testing, the pump was exercised for 24 hours at a 2.0u programmed basal rate without call service alarms, warnings, or issues. The pump accurately recorded the insulin delivery in the pump history and the total daily delivery was correctly added up corresponding to the programmed basal rate. The pump passed the delivery accuracy test and found to be within specifications. The original complaint of an inaccurate insulin delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.